Event description:
It was reported that the customer experienced a past low blood glucose event, with the lowest level displaying as "low." The customer consumed carbohydrates for treatment and received glucagon shots from spouse. The control-iq feature was on during the event, and the cartridge is available for return. Technical support advised the customer to consult a healthcare professional to discuss what might be affecting blood glucose levels.